Event description:
Customer's husband reported customer received an error-1 message on the display of her freestyle freedom blood glucose meter and then went to bed. Husband then observed her having seizure-like movements, was confused and non-verbal. Paramedics were called and they treated customer with an intravenous infusion of glucose. Customer did not receive a diagnosis nor was she transported to a hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: the freestyle freedom user manual states an error 1 message may be caused by very low blood glucose (less than 20 gm/dl).